Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an alert 38 indicating a motor stall and requested assistance; the user removed all supplies, restarted the pump, performed a successful dry run, then replaced supplies and reconnected using a contact detach steel infusion set with confirmed drops. Symptoms included no reported changes in blood glucose. Outcomes included restoration of pump function with no clinical impact, and replacement supplies and a belt clip were arranged. Investigation included remote troubleshooting and user education, including restart procedures and verification of infusion set priming. Investigation of this case revealed that the pump resumed normal operation after restart and supply replacement, consistent with a transient motor stall without persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient device mechanical stall resolved by user-guided restart and setup. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.